Event description:
It was reported that a patient presented for a unrelated, routine generator changes procedure. Upon interrogation it was noted that the patient's right ventricular lead had failed to sense and exhibited low pacing impedance. Corrective programming changes were made. The patient was stable throughout.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.